Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere 2 months after the primary that was sustained while the patient was sleeping. The surgeon revised the glenosphere and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09-sep-2022: lot 2117351: (B)(4) items manufactured and released on 22-feb-2022. Expiration date: 2027-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional device involved: batch review performed on 09-sep-2022: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2114974a: (B)(4) items manufactured and released on 28-dec-2021. Expiration date: 2026-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case.